Event description:
In 2008 - rep stated no injury or incident reported. On the same day - rep stated he found that when he activates the left break/steer petal it does not fully engage the left brake/steer petal into brake. The following month - sum - account has still not ordered part. It has been determined that the break/steer torque tube weldmt is stripped out on the end.